Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise of the motor was measured to be 75.7°f. However the rate of temperature rise was above threshold at 6.5°f/sec. Initial diagnosis indicated that the rear motor bearing was worn and the device failed the hi-pot testing for patient current leakage at 4.382 ma. Due to the rate of temperature rise the device was also evaluated by engineering. Engineering tested the complete motor and collet assembly with a secured tool on both styles of consoles. The motor was only able to run erratically and rapidly overheated. The collet was removed and it was tested separately from the motor. The collet performed satisfactorily. The collet would not have contributed to the overheating condition. The motor was bench tested with both styles of the consoles. The motor ran erratically on one console and would not run and displayed an error on the other console. The motor rapidly overheated while running and it had rattily vibration and bearing noise. Electrical motor winding resistance and grounding to motor housing was also tested. Two of the three stator winding resistances were out of specification. The windings to case resistances were all good with greater resistances than the meter¿s range ability to measure effectively, infinite resistance or an open circuit effectively. The dominant cause for overheating was attributed to the elevated friction due to motor bearing failure. The bearing failure made it necessary for the motor¿s input current to increase from the typical condition. This caused the mid-motor temperature to have the greatest measured temperature rise rate from the elevated frictional/torsional load. Multiple warnings are included in the ipc user manual including: heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position. This may result in thermal injury to the surgeon or staff. In addition, ¿continuous cutting for extended periods may cause the device to heat to an uncomfortable temperature.¿ we will continue to monitor this complaint type for trends. (B)(4).

Event description:
Repair request initiated for device with no reported malfunction. No patient impact reported. Repair escalated to product event on evaluation due to patient current leakage and overheating above threshold. On follow up it was confirmed that there was no impact to the patient.